Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.